Manufacturer narrative:
G4: 11dec2019. B4: (B)(6) 2020. Although requested, the patient's information was not provided. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the central processing unit printed circuit board and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 16jan2020. B4: (B)(6) 2020. Additional information was received that the patient did not require medical intervention as a result of this event. The patient's information: patient¿s ID: mr carballeda gabriel; height: 175cm; weight: 66 kg; age: 80 years; gender: male submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06mar2020. B4: 09mar2020. There was no report of medical intervention being required as a result of this event. The replaced central processing unit printed circuit board (cpu pcba) was returned for failure analysis. It was determined that a component within the board failed due to poor workmanship and contamination, which caused the reported problem. The determination could be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16dec2019.

Event description:
The customer reported a backup alarm failure. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.